Manufacturer narrative:
Updated sections: MFR city, name, state, model/lot #, MFR contact, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative . The pump (B)(4) and controller (B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of controller log files which revealed a sustained decrease in flow and multiple low flow alarms on the reported event date . Analysis of the pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Pathological examination did not reveal any evidence of thrombus formation. (B)(4) - controller / expiration date 02-29-2016 / manufacturing date 02-13-2015. (B)(4). Analysis of the controller revealed that it passed functional testing but failed visual inspection since the power port 1 was found to be loose from the housing due to the o-ring gasket being displaced. However, this finding did not prevent the controller from performing as intended. An internal investigation has been opened by the supplier to address the issue of loose external connectors. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: (B)(4) 2015, dated through (B)(4) 2015: normal power consumption. Additional notes: - -99 low flow alarms have been logged since (B)(4) 2015. The current low flow alarm limit is set to 2.5 lpm. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015 at 09:53:18. Starting on (B)(6) 2015 at approximately 02:04 a sustained decrease in estimated flow was observed. Current flows have returned within normal range. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient contacted the vad coordinator to report "low flow" alarms. The patient was seen that morning at a scheduled clinic visit and was directly admitted to the cardiovascular intensive care unit (cvicu) for treatment of suspected thrombus. The patient was taken to the operating room for pump exchange with cannulation at the right groin later that the day. The following day the patient was taken for angiogram and the vad coordinator exchanged the controller. He was subsequently noted to have a loss of pulse in the left lower extremity, the site of the angiogram. As a result, a vascular consult was ordered. The last report received indicates that the patient remains hospitalized post-exchange. Investigation is ongoing.

Manufacturer narrative:
Additional information was provided by the clinical specialist. The controller was reportedly exchanged due to concerns by the site that the vad parameters displayed on the controller screen were not accurate due to conflict with invasive hemodynamic monitoring. After the controller exchange was performed the vad parameters were normal. The patient was discharged on (B)(6) 2015. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.